Event description:
The patient reported that he initially had relief after implant. Then fell and after the fall he began getting shocking sensations in his neck. The patient also reported that he feels shocking in his brain and has a lot of discomfort. The patient also reported that since then he has fallen three more times following the shocking/jolting. The patient reported that he has attempted to contact his hcp, but no one has looked at the device. The patient was redirected to the hcp. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.